Event description:
In 2008, the patient was implanted with multiple gore excluder aaa endoprostheses. First, a proximal cuff to accommodate a very angulated proximal neck. The cuff slipped into the more distal aorta, almost into the aneurismal sac. A gore excluder aaa trunk ipsilateral was then implanted. An extension graft was placed on the right side, lengthening the trunk ipsilateral leg. A contralateral leg was deployed distal of the contralateral leg hole on the left side. A palmaz stent and another gore contralateral leg were used to bridge the space between the trunk ipsilateral and the distally deployed contraleg. The left hypogastric was covered during deployment of the distal contralateral leg. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. User interface contributed to event. Please note the following list of devices used in this procedure: pxc181200 gore excluder aaa endoprosthesis, pxc181400 gore excluder aaa endoprosthesis.